Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a torn downstream occlusion (dso) seal, a buckling upstream occlusion (uso) seal, as well as a defective dso sensor. The customer's problem was replicated, and the cause of the problem was the defective dso sensor/damaged dso seal. The dso/uso seals and dso sensor were replaced to fix the issue.

Event description:
It was reported that the device was not recognizing the cassette. There was no reported patient involvement.